Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the physician determined there is currently a type v endoleak, although the cause is not clear. The possibility of type ii still remains. It is unclear if the stent has any causal relationship with the aneurysm. A follow-up CT determined the aneurysm diameter was approximately 60 mm and a small aneurysm was found to be projecting on the left and right dorsal side of that aneurysm. Overtime the aneurysm diameter had continued to grown to approximately 70 mm over time. Type I to IV endoleaks were not observed, and the physician suspected it could be an endoleak from the inferior mesenteric artery. However it was determined that a type v is most likely until a detailed examination is conducted. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.